Manufacturer narrative:
The product was returned and was fractured at the r0.150 filleted corner; the fractured piece was not returned. Three dimensions sampled were verified to be in tolerance. Otherwise, the component was free of gouges or any other damage. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product expected, not yet returned.

Event description:
It was reported that while disassembling the insert on the back table a blue plastic part fractured off. There was no harm to patient and no delay in the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends